Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-00094 and 2134265-2018-00095. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that screen became blue during pullback and pullback could not be performed. Reboot was performed again however, the issue was not resolved. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form, the equipment used was impedance analyzer. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-00094 and 2134265-2018-00095. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that screen became blue during pullback and pullback could not be performed. Reboot was performed again however, the issue was not resolved. The procedure was completed with a different device. No patient complications were reported.